Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal variceal banding for varices procedure performed on (B)(6) 2025. During the procedure, the physician reported the band were encapsulated in the endcap. The physician tried to flush with a syringe to dislodge the band, but it was unsuccessful. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.